Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure in the aortic position, the team had difficulties with gross and fine adjustment of the delivery system.  The system was removed and replaced. During a tavr, 29mm s3 in the aortic position via tf approach, valve alignment was being performed in the proximal descending aorta. The tip of the delivery system was almost into the transverse aorta.  During gross alignment, the physician reported feeling some tension/force.  When doing the fine adjust, however, the system was not able to align.  Fluoro showed ¿something was being scrunched". The valve looked like it was not seated correctly on the shoulder of the flex catheter.  In order to troubleshoot, the delivery system was unlocked and the flex catheter was pulled back to get valve and the shoulder of the flex catheter to be seated correctly. The system was then locked and fine adjustment was attempted again, but was unsuccessful. It was suggested by a team member to unlock the delivery system and instead of using fine adjustment knob, just pulling back on the balloon catheter to do a gross alignment of the balloon catheter, but this was also unsuccessful. The delivery system/valve and the esheath were removed and a new valve, delivery system and esheath were prepped. No surgical intervention was required.  The second delivery system was aligned lower in the thoracic/abdominal aorta. This resulted in successful alignment of the valve onto the delivery system balloon. The valve was successfully deployed in an 80:20 aortic/ventricular position with no resulting central or perivalvular leak.  Due to potential perclose failure and disruption of the perclose during removal of delivery system, the patient required surgical intervention.  No blood products were used. The patient was stable at the conclusion of the case.  It was noted that the patient had a very tortuous access vessel and horizontal heart.

Manufacturer narrative:
Additional information provided by the clinical specialist clarified the devices were removed as a unit. It is perceived that with the valve in the esheath, the esheath expanded and the esheath "caught" one of the perclose and disrupted it. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Access related bleeding complications can be related to diseased vessels and/or procedural technique during the insertion or removal techniques, device manipulation, anticoagulation, hypertension, fragile tissue, or a damaged sheath. There are cases where the bleeding is significant and more complex intervention or transfusion is required to treat/prevent a permanent injury from occurring. In this case, the cause of the access site bleeding cannot be confirmed. However, it was likely related to patient factors (severe vessel tortuosity) in combination of procedural factors (potential perclose failure). The delivery system was returned to edwards lifesciences for evaluation. The delivery system was visually inspected and the following was observed: valve was returned crimped and partially over the inflation balloon. The balloon was bunched up distally to the valve. Gouges on flex tip was observed. Damage was observed on the sheath distal tip. No liner tears or delamination was observed. The delivery system was returned with inflation balloon appeared to have a tear by the distal edge of the valve. However, during product evaluation, based on the functional testing performed by engineering, the inflation balloon was fully inflated without observed leakage. No other abnormalities were observed on the returned device. Due to the condition of the returned device (used device with unpleated and unfolded balloon profile), no functional testing was performed with a crimped valve. However, during pre-decontamination evaluation, the balloon shaft was able to be pulled to the valve alignment marker and locked. Full fine adjust was achieved at this position, indicating that there were no issues with the valve alignment and fine adjustment functions. During post-decontamination evaluation, the locknut/collet mechanism was engaged and the balloon shaft was pulled with no slippage observed. The force measured met specification. No applicable dimensional analysis was performed as no issues were identified during functional testing. During manufacturing, the commander delivery systems underwent multiple 100% inspections by manufacturing and quality. Additionally, all manufacturing lots were required to undergo the product verification (pv) testing on a sampling basis. During product verification testing, five (5) samples were randomly selected. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing issue contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. The complaints delivery system difficulty with valve alignment and fine adjust difficulty were confirmed. However, no manufacturing non-conformance were identified during device evaluation. A review of the IFU/training manual revealed no inadequacies. In addition, reviews of complaint history and manufacturing mitigations did not provide any indication that manufacturing issues could have contributed to the complaint events. Available information suggests that patient (tortuous vasculature) /procedural factors (valve alignment in a non-straight section) contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, at the end of a transfemoral tavr procedure via percutaneous approach, the patient required surgical intervention for access site closure. Initially, the team had difficulties with gross and fine adjustment of the delivery system. After multiple unsuccessful maneuvers, it was not possible to align the valve and it was decided to remove the devices. A second delivery system/valve were prepped. The valve was successfully deployed in an 80:20 aortic/ventricular position with no resulting central or perivalvular leak. At the end of the case, the patient required surgical intervention for access closure due to potential perclose failure and disruption of the perclose during removal of delivery system. No blood products were used. The patient was stable at the conclusion of the case. It was noted that the patient had a very tortuous access vessel and horizontal heart.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.